Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be stretched. The overall length of the soft cannula was 1.19 inches, which is out of specification. Fluid flowed freely through the entire fluid path though the soft cannula was stretched. No blockages or leaks were observed. No timeouts or drive stalls were observed in the device data that would indicate any struggle to deliver insulin. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. No other damages or defects were observed that would cause the reported leaking during wear.

Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours their blood glucose level had read high (>500 mg/dl). In addition the patient reports the pod was leaking during wear.